Manufacturer narrative:
(B)(4). Date sent to FDA: 04/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: visual analysis of the returned sample determined that nineteen unopened samples of product code mpvr4930 were received for evaluation. Visual inspection of unopened samples was conducted and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The devices performed without any defect noted and the actual complaint sample was not received for evaluation. H6 component code: device sample from same lot. A manufacturing record evaluation was performed for the finished device vr4930h; plbcxra0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: what was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Plastics surgeon was tying off when this occurred were there any patient consequences? No, a different box was used with a different lot number procedure date and name? Excision of lesion (wider excision lesion right shoulder +/- excision left forehead +/- full thickness skin graft, right shoulder shave, left nose) on (B)(6) 2021. Events reported in 2210968-2021-01912, 2210968-2021-01914, 2210968-2021-01915 and 2210968-2021-01916.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01912, 2210968-2021-01914, 2210968-2021-01915, 2210968-2021-01916. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Were there any patient consequences? Procedure date and name? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.